Manufacturer narrative:
There customer reported the drip chamber had discoloring, and returned one unopened sample of material 10016073, lot 25103042. Upon initial visual examination, the set verified the complaint of discoloration. The supplier of the drip chamber component was notified of the failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The supplier of the drip chamber component was unable to identify the root cause, and it remains an unknown cause.

Event description:
Post investigation findings: foreign matter-embedded in the drip chamber.